Manufacturer narrative:
Pump passed all functional testing including the displacement, operating currents, rewind, basic occlusion, occlusion, prime/delivery and excessive no delivery test. No excessive no delivery alarm and no failed battery test alarm noted during test. Pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads. (B)(4).

Event description:
Customer reported via phone call of having low blood glucose of 50 mg/dl and high blood glucose of 400 mg/dl. During troubleshooting, it was found that programming needed to be corrected as there was 4 basal settings missing. It was also found that customer received a no delivery alarm and failed battery test alarm. During troubleshooting for failed battery test alarm, customer changed battery and issue was not resolved. Customer declined troubleshooting for high blood glucose and no delivery alarm. Insulin pump would need to be replaced.